Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that patient right atrial lead exhibited noise that was oversensed and led to pacing inhibition. Programming changes were attempted but were unsuccessful. The lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.